Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer was also experiencing high blood glucose levels. The customer's blood glucose was 465 mg/dl. The customer treated himself with insulin pump therapy. Troubleshooting for the alarm could not be done because the issue had already been resolved by a complete set change. The customer stated that the previous infusion ste had been all tied up together. Advised customer to call back when the alarm occurred in order to troubleshoot.